Event description:
Complainant alleged that during biomed testing, the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.